Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father called in to report an emergency room visit due to unexplained high blood glucose levels. The caller also reported that the customer's cannula was bent at a 90 degree angle. The customer's blood glucose level was 600 mg/dl, but was 61 mg/dl at the time of call. The customer's symptoms were not reported. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with an insulin drip. The caller completed troubleshooting for the high pressure test, self-test, and displacement test and they all passed. The product was not replaced or returned for analysis.